Manufacturer narrative:
The controller ((B)(4)) and battery ((B)(4)) were returned for evaluation. The controller failed visual testing as a result of a damaged pin on the serial port connector but passed functional testing. System testing did not indicate any abnormal operation of the controller as the port was still functional even though the pin was damaged. Review of the available log files revealed a critical battery alarm and followed by a vad stop. The critical battery alarm was most likely due to a communication anomaly between battery and controller and the vad disconnect was most likely due to the controller exchange. However the controller performed as expected. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Battery - (B)(4)/ 1650 - expiration date: 06/30/2015 - device manufacture date: 06/01/2014. (B)(4).

Event description:
It was reported by the site that the vad coordinator that the patient states he heard the high priority alarm while sitting in chair watching television. Patient stated checking the battery connections, which were secure. Patient stated he didn't look at alarm message; just changed to back up controller. Patient came to office to pick up new controller; looked at history on old controller and the log files showed critical battery alarm then a vad stop, due to change out of controller; but patient states he never had any alarms for low battery before high priority alarm went off. Manufacturer engineer recommended replacing battery as alarm occurred >10%. Manufacturer representative was in touch with site regarding education of patient on controller exchange. It was stated that there were no effects or consequences to the patient.